Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "upstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a f/u will be sent. The ultrasonic sensor was replaced.

Event description:
During the eval of the returned spectrum infusion pump, 43 occurrences of an "upstream occlusion" alarms were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device. No additional info is available.